Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the last time the ins battery was changed they moved it back to the other side. The patient said that ever since they put in the last ins battery it hurt over the ins site, and there was pain and warmth at the ins site. In the beginning, it was slight and the patient ignored it because they had a high pain tolerance, but this past 3-4 months it had got worse. The patient said the pain was really bad and ran down their leg. The patient said they can't walk. The patient was wondering if their body was rejecting the ins. The patient stated they went to see their healthcare professional (hcp) and they gave the patient a hydrocortisone shot 4 weeks ago, and just last week they did an epidural of hydrocortisone and both have not worked. The patient was directed to follow-up with their hcp. No device issues were reported. Additional information received from the consumer reported that they had sharp stabbing pain at the battery since and couldn¿t walk with the pain. The patient had the implant removed on 16-july and the pain had gone away.